Event description:
To treat the cto lesion at proximal rca, corsair catheter was advanced in a retrograde manner without problem through lad into septal to distal rca. Other devices were advanced to the target artery by antegrade manner and a reverse cart technique was conducted using an unknown guidewire. Physician however could not advance the corsair past the distal cap and worked in the distal rca for 30 minutes rotating it bi-directionally, and finally decided to remove the catheter, at which time separation of the tip of corsair was noted. A goose neck snare was advanced in an antegrade manner to pull the guidewire and the separated tip into the antegrade guide catheter, but it would not budge. When the snare was pulled, it became broken. Corsair in retrograde approach was pulled out and was replaced with a new unknown catheter trying to nudge the separated tip off the wire so the wire could be removed, again it would not budge. The patient was taken to surgery and incision was made at the location of the entrapped tip of corsair. The wire was cut in half, the corsair tip was removed as well as the wire and the remnants of the goose neck snare. The patient had a v-fib event at some point after surgery and remained hypotensive. He was taken back to the cardiac cath lab for placement of an impella. The patient had an ef 25% and very bad lungs. He remained hypotensive and expired on (B)(6) 2015.

Manufacturer narrative:
The corsair was not available for investigation. Lot history review revealed no anomaly relating with the reported event. No other similar experience report has been received for this lot. It is inferred with the obtained information that rotation manipulation to the catheter was made continuously and repeatedly, while its tip end was caught in the distal cap of the lesion, resulting the accumulation of rotational force at the tip of the catheter. Pull back manipulation was then applied to the catheter, which resulted with breakage of tip due to the force exceeding the product's design limit. Based on the information reviewed, there is no indication of a product deficiency. Causality relation of the catheter with the patient death is not identified through the investigation.